Event description:
The customer contacted philips healthcare to report that the device failed operational check. It is unknown if there was patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: failure detail code has been corrected (power pca replaced per sap, not processor pca). One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.